Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up via merlin.net, the device was found to be in backup vvi mode. The device was successfully restored. The patient experienced unipolar pacing stim in the pocked but no other symptoms or problems and there was no consequences.